Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however; no specific bg value was provided. Reportedly, the customer thought they had programmed a bolus delivery to address bg levels. A review of the pump history with tandem technical support indicated a bolus had not been programmed. Customer was guided through how to completed a bolus and was able to deliver a bolus successfully.